Manufacturer narrative:
During investigation testing, the customer-reported issue was reproduced. Several ground continuity tests were performed on the driver at different locations. These tests were able to pinpoint that the four grounding pins on the chassis grounding cable to the male cpc connector had a measured resistance that was greater than the required specification of less than 0.5 ohms. The root cause was found to be an excessive amount of loctite adhesive applied during assembly at the mating surface, which prevented the male cpc connector from making a solid ground connection with the chassis. This was resolved by cleaning the loctite from the affected components and re-installing per companion 2 main chassis assembly procedure. The driver was retested and passed all grounding requirements. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce (B)(4) follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion 2 driver did not pass the biomedical electrical safety test due to an electrical leak.